Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received a letter from an attorney alleging an acident involving a go go elite traveller scooter.. Alleges riding scooter, going full speed, and turned the steering apparatus 190 degrees, resulting in a fall.

Manufacturer narrative:
An inspection of the device was conducted. The device functioned as designed.

Event description:
Received a letter from an attorney alleging an accident involving a go go elite traveller scooter. Alleges riding scooter, going full speed, and turned the steering apparatus 190 degrees, resulting in a fall.